Event description:
Pd nurse reported that during treatment the tubing leaked. In speaking with reporter from the facility, they stated that the leak appeared to be at the junction "where the three lines join the mainline." The pt was diagnosed with peritonitis and was placed on antibiotic therapy. To date, the pt is doing well. The sample is available for evaluation.